Event description:
It was reported that increased high threshold was observed. The lead was explanted and replaced. No further information is available.

Event description:
The pace/sense lead was deactivated and replaced not explanted as previously noted. It was later explanted for an unrelated reason.

Manufacturer narrative:
Explant date- unknown. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.